Event description:
It was reported that; tip of screwdriver broke off of the tip of the draw rod.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. Manufacturing records were reviewed and no issues were found for this lot number. The instrument has been in the field for approximately 4 years. The probable root cause is normal wear.

Event description:
It was reported that; tip of screwdriver broke off of the tip of the draw rod.